Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had stimulation in an undesired location. The patient stated that during the trial stimulation was going to her breast and underarm area not her back. When the patient went to the healthcare provider after the trial was over they determined it shifted and that she was not a candidate for implanting. The patient was disappointed because she didn¿t get fair results of the trial because stimulation was not sent to the correct location. The patient reported that the lead was only held on with tape but she was very careful with her activities and didn¿t know how it shifted. The patient was going to follow-up with the healthcare provider to discuss redoing the trial to get a more accurate idea if the implant would work for her or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.